Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the 15mm adapter keeps coming out of the tube". Alleged issue reported as occurred during use. No patient harm was reported. No report of necessary medical intervention.

Event description:
Customer complaint alleges "the 15mm adapter keeps coming out of the tube". Alleged issue reported as occurred during use. No patient harm was reported. No report of necessary medical intervention.

Manufacturer narrative:
Qn#(B)(4). Corrected data: brand name corrected to hudson et tube, hvt, 6.5. Catalog# corrected to 5-10313. The customer returned one unit 5-10313 et tube, hvt, 6.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not returned. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. Since the connector was not returned, it could not be determined if the connector was placed firmly into the tube or not. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "adaptor is disconnecting during use" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint issue. The connector was not returned with the et tube. A non-conformance has been opened to further investigate this complaint issue.